Manufacturer narrative:
U.s. Reporting agent notified on: (B)(4) 2014. Manufacturing site evaluation: evaluation is ongoing.

Event description:
Country of complaint: (B)(6). Complaint states: patient is a (B)(6) female who on (B)(4) 2014, underwent c-section due to scarred uterus. Safil absorbable surgical suture was used for closure of abdominal fascia and incision. On (B)(6) 2014, the patient's surgical incision developed infection with a great deal of discharge. Suture was removed for drainage. Sterilization and dressing replacement continued. As of (B)(6) 2014, the purulent infection of the incision continued. Healing of the wound delayed. Reporting nurse considered the event as probably related to the suture.